Event description:
Noise oversensing was observed in right ventricular channel with inhibition of pacing (patient's rhythm when exists is very low). The ventricular sensibility was decreased to avoid pauses.

Event description:
Noise oversensing was observed in right ventricular channel with inhibition of pacing (patient's rhythm when exists is very low). The ventricular sensibility was decreased to avoid pauses.